Event description:
It was reported to boston scientific corporation on july 22, 2008, that in 2008, a stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device had a "bad angle." It was reported that, "the pt was unaffected by the device." The procedure was completed with a second stonetome stone removal device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device noted that the catheter working length and distal tip were twisted, and that the cutting wire was bent. The initial tip orientation was determined to be incorrect as a result of the twisted distal tip. Although the cause of the reported malfunction is undetermined, it is likely attributable to procedural use (i.e. Operational context). The july 2008 stonetome sphincterotomes product family trend chart was reviewed; no unfavorable trend was noted.